Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 186mg/dl on customer's meter and 91mg/dl on professional meter. No quality controls were run. No adverse event reported. Customer reports, he discarded the vial of strips. Customer reported he had noticed there was something in the vial that looked like beads and powder. A replacement was sent.